Event description:
It was reported by the customer that a pyxis medstation system drawer failed. The customer reported that users were unable to remove the medications, which led to a delay in the delivery of medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer failed due to rail. Field service engineer replaced rails on drawer to resolve the issue the contact information was kept blank due to the reported issues that were found by the field service technician while on site.. The system functioned as intended after the field service engineer serviced the device.